Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damage/missing pin was confirmed with the returned mobile power unit (serial # (B)(6). The provided photos captured a missing pin within the black power cable connector. It was noted the missing pin is associated with an unused underlying wire and would not have resulted in any device functional issue. The device was tested with the damaged cable and no functional issue was identified. The submitted log file did not contain any unexpected alarm event regarding the reported issue. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. A root cause of the damage/missing pin could not be determined during the evaluation. The mobile power unit was returned to the rental pool. Incidental findings: damaged handle. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the pins on the black socket of the mobile power unit (mpu) was found to be broken during a routine inspection. The device still operated as intended. The broken pin was not present in the controller socket. The mpu was replaced.